Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on and the x-ray was not possible. The fse examined the system and found the large focus was selected and the small focus was defective. The fse measured both the small and large focus and found the small filament open. The fse rebooted the system but the issue persisted. The fse replaced the defective point and tube to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was tube error and exposure was not possible with the azurion system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.